Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.

Manufacturer narrative:
Age/date of birth: unknown/ not provided. Sex/gender: unknown/ not provided. If implanted; give date: unknown/not provided. If explanted; give date: unknown/not provided. Phone: (B)(6). The intraocular lens (iol) is not returning for evaluation as it was not available. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, labeling, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It has been reported issues with an intraocular lens, model pcb00. After a perfect preparation, the doctor saw a blue particle at the end of the inserter into the healon. A sort of string, by I/a (irrigation/aspiration) was get it out. Problem was observed when inserting into the eye, haptic/optic contacted the patient's eye. No removal and replacement, explantation, incision enlarged, sutures or vitrectomy required.